Manufacturer narrative:
The reported suturefix ultra ahr s intended for use in treatment, has not been returned for evaluation. From the information provided, the anchor pulled out as a result of the patients poor bone quality. Per the device instruction for use ¿bone quality must be adequate to allow proper placement of the suture anchor¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign post code - (B)(6).

Event description:
It was reported that, during a shoulder arthroscopy, when the suturefix ultra anchor had been already put into place, it was not secured into the bone. For it was not possible to place the back-up anchor as consequence of the poor bone quality, it was necessary to open other one. The surgery was not delayed. The patient was not impacted.